Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that the patient had left rtsa (B)(6) 2024. Patient reportedly did well after surgery. Patient since has underwent total knee arthroplasty and told surgeon her shoulder had started to hurt. It is noted that pt bmi is reported by anesthesia to be "35-45". The 36+4 glenosphere was found to be disassociated from the r/speed small base plate.the base plate was cleaned and the periphery was observed for any bony prominece or soft tissue impingment. It was extensively debrided and believed to have no impingment upon the sphere that had been placed prior. The morse taper of the prior sphere was found to have minimal fretting with locking screw intact. The base plate appeared to be intact and was cleaned thourghouly and a trial screw was threaded in to confirm the threads of the baseplate had not been damaged. The 36+4 glenosphere was placed and found that the +0 shell and +4 poly were too tight as the +0 poly was too loose. The decision was made by the surgeon to revise the humeral component (medium short stem). Multiple attempts were made to get the humeral tensioning correct with a decision to upsize the glenosphere to a 40 +8 as the surgeon noted excessive gapping when the component was improperly tensioned. Surgeon did not like the options of poly/shell thickness in this revision setting. Affected side: left side.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.